Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding from the iliac artery upon removal of an intra-aortic balloon pump and non-sustained ventricular tachycardia could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implantation of the heartmate 3 on (B)(6) 2020, the patient experienced severe bleeding related to perforation of the iliac artery when removing the intra-aortic balloon pump (iabp). The patient underwent vascular surgery to stent the iliac artery and the retroperitoneal bleed was repaired. The patient also received blood products. The patient had a history of non-sustained ventricular tachycardia (nsvt) and after experiencing episodes of nsvt was started on amiodarone gtt. The patient was on milrinone and epinephrine which may have precipitated the events. The event resolved.